Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. It was reported that the patient exposed components to MRI, CT scan, or diathermy treatment. Labeling indicates: do not bring the smart device (e.g., mobile phone, tablet computer) into a room containing medical equipment such as magnetic resonance imaging (MRI), computed tomography (CT), or diathermy. No additional event or patient information is available.